Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the external pulse generator (epg) could make no selections and that it could also not be shut off unless the batteries were removed. The main printed circuit board (pcb) was corroded. The main pcb, upper and lower case halves, keypad, encoder assembly, all four control knobs, main seal, liquid crystal display, display frame, all four display frame grommets, insulator label, all four display frame screws, two case screws, hanger screw and all six main pcb screws were contaminated. The ventricular atrial output connector was broken. The hanger was broken. The lower case was broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an external pulse generator (epg) no selections could be made and that it could also not be shut off unless the batteries were removed. The device was returned into service. There was no patient involvement.